Event description:
It was reported that during normal follow up, externalized conductors were observed via diagnostic imaging. Patient was asymptomatic. No electrical anomalies were detected. Lead will be monitored.

Manufacturer narrative:
No medwatch form was received.

Event description:
New information notes that during device change out for normal eri, the lead was capped and replaced.